Event description:
It was reported by a vns treating md in france that there was a patient who had high lead impedance. Dcdc 7 on their system and normal mode testing. Their device was interrogated and at eri no. The patient saw a worsening of their crisis at (B)(6) 2011 but the link was made with a brain tumour of recent onset. Revision surgery is expected in the coming weeks. The patient often drops during her seizures, but the doctor is not clearly reporting that this is what caused their high impedance. X-ray images were received for review. It was noted that it appeared that the electrode connector pin is not fully inserted. A sharp angle was also noted on the review of the lead body.

Event description:
Good faith attempts have been made and at this time no further information has been attained.

Event description:
The patient had full revision surgery performed on (B)(6) 2012. High impedance was attained in the or and determined via troubleshooting in the operating room to the be the lead. The lead was returned for analysis and is pending completion. The generator will be discarded at the hospital.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted lead. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the connector ring quadfilar coil appeared to be broken approximately 336 mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. This lead fracture and pitting has previously been reported on MFR. Report # 1644487-2012-03257.